Event description:
It was reported the c10-3v transducer lens had a hole with exposed electronics. This was associated with an epiq 5g ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.